Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse reported a seven year old patient who experienced skin breakdown upon removal of the gel pads. They noted breakdown on just one side. The patient was propped up with a pillow and lying almost on side. Discussed placing gel pads against bony prominences. Checked event log on device. No prolonged warm and cold water exposure alarms (alarm 14 probe out of range, alert 9 (patient temperature above high patient alert), alert 116 (patient temperature change not detected). Showed how to download data and would email for review. Per customer via phone on 15apr2024, it was reported that the patient was a 10 year old female. Therapy was not completed using the arctic sun. After the gel pads malfunctioned, they switched to a cooling blanket. The nurse did state that the patient did receive a pressure injury from the gel pads. There is a sample available. A bio box would be sent.

Event description:
It was reported that the pediatric intensive care unit (picu) nurse reported a seven-year-old patient who experienced skin breakdown upon removal of the gel pads. They noted breakdown on just one side. The patient was propped up with a pillow and lying almost on side. Discussed placing gel pads against bony prominences. Checked event log on device. No prolonged warm and cold-water exposure alarms (alarm 14 probe out of range, alert 9 (patient temperature above high patient alert), alert 116 (patient temperature change not detected). Showed how to download data and would email for review. Per customer via phone on (B)(6) 2024, it was reported that the patient was a 10-year-old female. Therapy was not completed using the arctic sun. After the gel pads malfunctioned, they switched to a cooling blanket. The nurse did state that the patient did receive a pressure injury from the gel pads.

Manufacturer narrative:
The reported issue was confirmed. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be use of pads on patient succeptible to skin damage. However, there was insufficient information to confirm this potential root cause. Visual evaluation of the returned sample noted an opened arctic gel right chest pad, left chest pad, right thigh pad present with no original packaging. Three photos of the reported issue were also included and evaluated. Visual inspection noted the following: * no obvious visible defects such as cuts or tears in the foam. * no visible chips or deformities at the ends of all connectors. * tubing for all the pads noted no kinks present. * hydrogel was intact with pad and not separated. * no skin residue on pads, a few hairs. * all three photos show patient skin is clearly affected, with pad outlines being present. A review of the device history records did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and state the following: "due to underlying medical or physiological conditions, some patients are more susceptible to skin damage from pressure and heat or cold. Patients at risk include those with poor tissue perfusion or poor skin integrity due to edema, diabetes, peripheral vascular disease, poor nutritional status or steroid or high dose vasopressor therapy. If accessible, examine the patient¿s skin under the arcticgel¿ pads often; especially those patients at higher risk of skin injury". UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.